Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 codes: health effect - clinical code problem code: e1907 viral infection/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing symptoms consistent with severe flu, including vomiting, which may have contributed to elevated glucose readings. At approximately 10:00 a.m., the patient lost consciousness. He was unable to recall the cgm (g6) readings at the time, and no fingerstick test was performed. The patient alleged receiving only a ¿high¿ alert from the cgm device and expressed uncertainty about the accuracy of the reading, noting he was unable to verify it manually due to having passed out. The patient¿s parents called emergency services. No blood glucose readings were reported by ems. Upon arrival at the hospital, the patient regained consciousness. The attending physician removed the patient¿s sensor and transmitter. The patient sustained a knee injury from the fall and underwent an MRI on the same day. He was treated with insulin and admitted to the hospital for six days. The patient was discharged on (B)(6) 2025, around 12:00 p.m., and reported feeling better at the time of the follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.